Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon deflation issue occurred. The 100% stenosed target lesion was located in the moderately tortuous and mildy calcified superficial femoral artery (sfa). A 6.0mmx150mmx150cm (4f) sterling balloon catheter was advanced for dilatation. When the balloon was deflated, however, it took over 60 seconds to deflate. The balloon was completely removed from the patient's body in a deflated state. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned device consisted of a sterling mr balloon catheter. The balloon was loosely folded with fluid in the balloon and inflation lumen, with blood on the outside of the device and blood in the wire lumen. The tip, balloon, markerbands, proximal bond, and inner/outer shaft were microscopically and tactile inspected. Inspection revealed outer shaft damage (focal necking related to excessive tensile force/stretched) with numerous kinks in the shaft. The shaft damage was 14cm in length and found to start 44cm from the tip of the device. Functional testing consisted of an inflation device filled with water was used to inflate the device to rated burst pressure. Device inflated and held pressure for 5 minutes, without any leakage in the device. Negative pressure was then applied to the balloon, and the device deflated in 38 seconds, which is within specification. Inspection of the remainder of the device found no damage or irregularities. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon deflation issue occurred. The 100% stenosed target lesion was located in the moderately tortuous and mildy calcified superficial femoral artery (sfa). A 6.0mmx150mmx150cm (4f) sterling balloon catheter was advanced for dilatation. When the balloon was deflated, however, it took over 60 seconds to deflate. The balloon was completely removed from the patient's body in a deflated state. The procedure was completed with a different device. No patient complications were reported.